Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a battery out limit and priming anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that he received a new pump and it is stuck in the rewind and prime process. The customer also stated that he took the battery out of his pump and received a battery out limit. The customer was advised to call back to troubleshoot.